Event description:
It was reported that during a procedure, the device was found to be in backup vvi (bvvi) mode during device preparation prior to implant. The device was not used and another device was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device went into backup mode due to reset error caused by undetermined source on the event date. The device was restored by reloading the device code normally. Electrical and mechanical analysis performed indicated normal functionality. The device was monitored for several days with load, and results were normal. Despite extensive testing, backup operation could not be reproduced, and the source of backup remains undetermined. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.